Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 1995; (B)(4) implantable pulse generator (B)(6) 2003. (B)(4).

Event description:
It was reported that after a device changeout, a lead warning for low impedance was observed on the atrial lead. The impedance through the old device was similar. The lead remains in use. No patient complications have been reported as a result of this event.